Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed numerous kinks in the distal shaft, a separation at the collar/proximal shaft bond. There was no damage or irregularities in the ptfe or the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2015. It was reported the device kinked. During a percutaneous coronary intervention (pci) procedure, the physician crossed the moderately calcified unknown lesion with a unspecified guide wire and performed an intravascular ultrasound (ivus). The physician then attempted to use a 2.5 cutting balloon but was unable to cross the lesion. A non bsc balloon catheter was able to cross the lesion but the balloon ruptured. The physician then attempted to cross the lesion with a cutting balloon with he use of a guidezilla extension catheter, but the guide catheter jumped. The approach was then changed to the femoral artery. Again, the physician used the guidezilla to cross the lesion with the cutting balloon but it kinked. The guidezilla was removed and the procedure was completed with a non bsc device. No patient complications were reported and the patient status was good. However, the returned product analysis revealed that the shaft broke.